Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.037.017, lot #9066399, manufacturing location: (B)(4), manufacturing date: 24.jul.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn-a (trochanteric fixation nail ¿ advanced) procedure, the surgeon had difficulty aligning the blade inserter into the grooves in the inside of the blade/screw guide sleeve to advance the inserter. The surgeon tried multiple hammer blows to try to position the blade inserter, but was unable to advance it. The inside of the guide sleeve was then damaged, so the helical blade could not be inserted. The surgeon decided to use a tfn-a screw instead of the helical blade. There were no fragments generated; there was a three minute surgical delay, and the surgery was completed successfully using the tfn-a screw. There are two devices on this complaint. The unused blade was discarded by the hospital. Concommitant device reported: helical blade (part # unknown, lot # unknown, quantity 1. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: as part of this investigation, a visual inspection, drawing review, and root cause analysis were performed. The returned blade/screw sleeve (part 03.037.017 / 9066399) and helical blade inserter (part 03.037.024 / lot t118582) are part of the trochanteric fixation nail advanced (tfna) proximal femoral nailing system. The returned sleeve was received with the epoxy from three colored indicators not on the sleeve as intended. Additionally, the sleeve exhibited superficial damage indicative of routine use, as well as gouging and deformation of material in the area next to the grooves meant to guide the inserter during the insertion of head elements. It is likely that the difficulty noticed with the complaint condition occurred due to the damage near the insertion grooves. The returned inserter was found to be missing the epoxy from two colored indicators, as well as having some indentations and gouging damage on the component of the inserter where the colored indicators are located. It is possible that the missing color indicators prevented the inserter from being inserted properly, which could have subsequently contributed to the complaint condition. The relevant drawings for both returned devices were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material record reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned parts. Based on the available complaint information, and after inspecting the returned parts, the most likely root cause for the complaint condition is the lack of colored indicators on the sleeve and inserter, which are intended to reduce the likelihood of incorrectly positioning the inserter¿s ball bearings with the sleeve grooves. It is also possible that the parts were damaged due to use of excessive force, while attempting to insert an incorrectly positioned inserter. If the inserter was not inserted correctly initially, there is a possibility that forcefully attempting to insert it could have caused the gouging and damage, which later rendered the sleeve unusable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.